Event description:
It was reported to physio-control that the customer's lifepak® 12 defibrillator/monitor was used in the advisory mode (AED mode) during an attempt to administer a defibrillation shock to a patient ((B)(6) year old male), but instead of delivering the shock the device changed two times into the manual mode and dumped the defibrillator charge internally. The patient was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Proper operation was confirmed during functional and performance testing. Other unrelated issues were observed with the device requiring repair. The device will be returned to the customer upon completion of the repair activities. Physio-control performed a clinical review of the available information and concluded that the reported issue was due to a use error. The device user had switched the device to the manual mode after two automated ECG analyses which were both ¿shock advised¿. Switching the device to the manual mode either during or after a defibrillator charge causes the device to dump the defibrillator charge internally. The device will switch to the manual mode and disarm a defibrillator charge if the device user presses either the advisory button or the energy select button after a shock is advised. The customer will be contacted and offered assistance with any additional training that the customer may need with the respect to the reported event.